Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a therapeutic procedure procedure. Reportedly, the suture did not capture the artery. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information has been added: it was reported that suture placement in a calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a therapeutic interventional procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture not capturing the artery could not be replicated in a testing environment as it was based on operational circumstances. However, factors that may contribute to the difficulties include, but are not limited to, friable artery, knot tensioning angle not coaxial or knot jams in subcutaneous tissue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.